Event description:
Followup information from the clinic indicates that the device has been functioning normally and no reprogramming changes were made. The doctor determined that an increase in dosage was needed with patient's medication.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they felt good when the device was first implanted. The patient wanted to have the lower rate adjusted from 70 beats per minute (bpm) to 60 bpm so the device was being used less, but after this the patient started not feeling well and requested to adjust the rate back to 70. After this the patient began feeling even more "severe", with "coughing due to more frequent premature ventricular contractions", and is "miserable". The physician informed the patient they have bradycardia. The patient wanted to know why they were feeling worse even though the device is set back to the original setting. The device is still in use. No patient complications have been reported as a result of this event.